Event description:
Pt is a type ii diabetic and was admitted to the hosp for dka. During the time the pt was hospitalized several lab comparisons were performed. The device continually gave high blood glucose readings. No treatment was based on device readings. A request was made for the return of the suspect device. Replacement product was sent.